Manufacturer narrative:
The power supply subject of the event was returned to the supplier for evaluation and confirmed to be not operating properly. An exact cause of the observed malfunction could not be determined.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed that the power supply was not working. The power supply is manufactured by a third-party supplier, siemens canada ltee, and steris has made them aware of the issue. The technician replaced the power supply, tested the unit, confirmed it to be operational, and returned it to service. The DHR for the unit was reviewed and confirmed it was manufactured according to specification. The power supply subject of the reported event is being returned for evaluation. A follow-up will be submitted when additional information become available.

Event description:
The user facility reported that the power supply of their amsco 7052hp washer/disinfector stopped working resulting in procedure cancellations. No report of injury.